Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 31, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately low compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:30am on (B)(6). The patient reported obtaining a blood glucose reading of 240mg/dl on the subject meter and 500mg/dl on the laboratory device, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen. The patient reported that sometime prior to obtaining the reported readings they developed a symptom of ¿vomiting¿. The patient reported being hospitalized. The patient reported receiving hcp treatment of IV insulin. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient received hcp treatment for hyperglycemia while using the subject meter.